Event description:
The patient was undergoing a medical procedure using in middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a benchmark bmx96 access system (bmx96), a non-penumbra stent retriever, and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician delivered the stent retriever to the target location using the velocity. While retracting the velocity, the physician experienced resistance and noticed that the velocity was fractured at the midshaft. The bmx96 containing the fractured velocity was removed. The procedure was completed using another velocity, the same bmx96, the same stent retriever, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed it was fractured in the midshaft. If the velocity is retracted against resistance, damage such as a kink and subsequent fracture may occur. The reported patient¿s tortuous anatomy likely contributed to resistance during retraction. Further evaluation revealed additional fractures on the proximal shaft and kinks along the catheter. This damage was incidental to the complaint and may have occurred during packaging the device for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder